Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. While advancing the device into the was the sheath appeared to jump as a good amount of torque was built up in the sheath. The sheath and device perforated the appendage and went into the pericardial space. CT surgery was called at that time. The sheath and device were left in the hole in an effort to block off the leak. The patients pressure remained stable. An effusion was observed via fluoroscopy using a contrast injection. The decision to perform a sternotomy was made and the chest was opened. A clip was placed and the device and sheath were removed. No blood was given and the patients chest was closed. The patient was sent to the ccu for the night. The patient is doing well and has been discharged.